Event description:
(B)(4). Severe stabbing pains in uterus. Excessive hair loss. Extremely heavy mentrual flow. Tooth decay. Hot flashes. Bacterial vaginosis. Loss of libido. Night sweats. Bleeding after sexual intercourse. Yeast infections. Itching / burning of vaginal entrance. Constant breast pain. Severe bloating. Nausea. Gas. Heartburn. Headaches (severe migraine like). Brain shocks. Brain fogginess. Memory loss. Panic attacks. Horrible mood swings. Dizziness. Chronic fatigue syndrome and insomnia.